Manufacturer narrative:
(B)(4). The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to missing segments/partial display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that he suffered from a hypoglycemia-induced seizure; the customer then fell on their insulin pump and damaged it. The customer treated with gatorade and their blood glucose then increased. The customer did not know their exact blood glucose values during the course of this hypoglycemic incident. Additionally, the customer confirmed that falling on the insulin pump caused a cracked display screen. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.